Event description:
It was reported, the patient had no stimulation sensation and a loss of therapeutic effect. It was stated the patient was not able to make adjustments with or without the antenna attached. It was noted, the patient was confused on how to use the programmer and had not used their programmer in a long time and wanted to make their stimulation stronger. Reportedly, starting the night prior to report, the patient had been going to the bathroom frequently and was not feeling the stimulator pulsating. It was stated, the patient was seeing the poor communication screen on their programmer and their tried repositioning the antenna and checked that it was securely plugged in. The patient tried to synch again and got a poor communication screen. The patient changed the batteries, plugged the antenna back in, and moved the antenna down and still encountered poor communication. The patient mentioned they had gained a little weight. It was later reported, the patient received a replacement programmer and it was doing the same thing as the other programmer. It was stated, the patient was seeing a poor communication screen and was unable to make adjustments with or without the antenna attached. It was noted the patient noticed a change in therapy on (B)(6) 2013 and tried to change their settings. Analysis results showed the telemetry problem complaint was unverified.

Manufacturer narrative:
Product ID 3037, serial# unknown; product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# v402920, implanted: 2010 (B)(6); product type lead. (B)(4).